Event description:
During a diagnostic laparosocopic procedure the surgeon was attempting to obtain biopsies of the pelvic cavity. The three small metal bars located on the backside of the biopsy cup broke off. The surgeon was able to retrieve one of the three metal bars laparoscopically, but retrieval of the remaining two bars required a laparotomy.